Event description:
During an unk procedure, the physician experienced difficulty while using the flexor check-flo introducer. The user placed the sheath left (common femoral artery). Upon attempted withdrawal, the attachment came off at the hub. The anatomy of the pt was not calcified or tortuous.

Manufacturer narrative:
During the investigation a review of complaint history, device history record, quality control, specifications, and a visual inspection of the returned device were conducted. Visual examination of the returned device confirms that the sheath separated from the check flo assembly. Visual examination of the sheath flare noted no elongation, warping, tearing or deformities. Dimensional verification of the flare diameter indicates the flare does not meet the manufacturing specification; the flare is too small. There is no evidence to suggest all items in the lot or similar devices in house are nonconforming or defective. Appropriate internal personnel have been notified and continued monitoring for similar complaints will occur.

Manufacturer narrative:
(B)(4). The event is currently under investigation.